Event description:
The customer reported to olympus that the cable was damaged while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that the cable was damaged while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide legal manufacturer¿s final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found damage on the camera unit, the endoscopic image cannot be displayed. Based on the results of the investigation, it is likely that the following led to the malfunction: due to damage on camera unit, water tightness lost, and the endoscopic image cannot be displayed. A definitive root cause cannot be identified. A device history review of the current product was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): ¿should any irregularity be observed, do not use the instrument; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor the field performance of this device.